Event description:
It was reported that during a shoulder procedure using a 1.8mm q-fix all suture anchor, the initial anchor prematurely deployed and had to be removed. A second 1.8mm q-fix all suture anchor was inserted, however failed to deploy, getting stuck in the insertion shaft. The procedure was finally completed by drilling a new bone hole and using a third like q-fix anchor. There were no significant delays or patient complications reported as a result of this event.